Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of surgery is (B)(6) 2019. Hence, explantation date under field d7 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side rupture and capsular contracture; baker grade ii. Concomitant medical products: right side; 500cc mentor memorygel breast implant; catalog number: 3505001bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 500cc mentor memorygel breast implant and was presented with left side breast implant rupture confirmed via MRI in (B)(6)2016. The physician verified rupture in 2018 and on (B)(6) 2019 most recent consultation with physician determined left side rupture and capsular contracture; baker grade ii after physical exam. As a result, the device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, device evaluation was completed. Device evaluation summary: the device was visually inspected and a crease was observed in anterior and extending to posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed.  These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/25/2019, mentor became aware that patient experienced left side rupture, right side capsular contracture; baker grade unknown, and bilateral bottoming out. The patient underwent bilateral explantation and replacement with 450cc mentor silicone implants on (B)(6) 2019. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/20/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).